Event description:
Healthcare professional reported a post-operative xen® gts event described as "did not find this non-functional xen when [hcp] wanted to explant it" in unknown eye. The surgeon speculates "is it possible that it could have degraded three years after installation?"

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.